Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.

Event description:
It was reported that the patient was at home watching tv when they had a driveline power fault alarm, which persisted after changing power sources and running multiple self-tests. The patient was still having the alarms the next morning. Of note, the patient's primary 11v emergency backup battery (ebb) had not been charged since 16nov2025 even though they were connected to it. Following review of the submitted log files, it appeared that the system controller clock indicated that the data was from nov2025. The log captured driveline power fault alarms beginning at 11:38 am on 16nov2025. There were also multiple low power advisories due to normal battery depletion. The log file indicated that the patient did not connect to the power module or mobile power unit during the event history. This suggested that the patient was sleeping on battery power. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. It was later reported on 18dec2025 that the modular cable and system controller were exchanged. On 19dec2025, photos of the driveline connectors showed they were free of corrosion. The alarm resolved after the system controller and modular cable was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarm was confirmed via the submitted log files. On 16nov2025 at 23:38:58 per timestamp, the submitted log file captured a driveline power fault alarm due to intermittent power b broken faults. The alarm was active for the remainder of the log file (17nov2025 13:33:27 per timestamp). The pump operated as intended and there were no other notable events captured on the reported event dates in the log file. The account submitted an image of the modular cable inline connector which did not indicate any issues. The provided information indicated the alarms resolved after the system controller and modular cable were exchanged. Multiple attempts were made to obtain additional information regarding the lot number of the modular cable and any information of the return of product; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined. Device history records could not be reviewed due to the lot number of the modular cable not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.